Event description:
A malfunction alarm occurred, indicated by a malfunction code that could not be reset. The customer's blood glucose level did not exceed 500 mg/dl, suggesting it was within a safe range, and there was no adverse impact. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.